Event description:
It was reported that auto mode switching episodes due to noise was observed on the right ventricular (rv) lead. Oversensing was not observed. The rv lead was being monitored remotely. The patient was stable.